Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. No medical records have been provided. Regarding fixation the instructions-for-use, which are provided with the device, state, ¿care should be taken to ensure that the patch is adequately fixated to the abdominal wall. If necessary additional fasteners and/or sutures should be used.¿ hernia recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery to repair a hernia and a bard/davol ventralex mesh was implanted during the surgery. Ni/ni/ni - as a result of the implantation of ventralex mesh, the patient suffered injures including, but not limited to pain, mesh migration, recurrence and additional surgery. As reported the patient's attorney further alleges a general claim for "past, present and future physical pain and suffering."